Event description:
It was reported that patient had a revision surgery performed to remove stem.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no information to date has been received from legal. Upon receipt of clinically relevant documents, this case will be re-assessed. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.